Event description:
It was reported that pump alarm related to altitude occurred, and customer had previously experienced same issue with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and was prepared to rely on alternate insulin method if needed, while technical support confirmed warranty and sent replacement pump.